Manufacturer narrative:
One used 6 fr angioseal sts plus device was returned for evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation the complaint could be confirmed for pullout. There is no evidence that this event was related to a device defect or malfunction. The exact root cause cannot be definitely determined with the available information. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that all components are left in the sheath of the system. No release was possible. Bleeding occurred in the procedure room. No significant blood loss was reported. Hemostasis was achieved by manual compression. The patient was hospitalized due to the event. The patient was reported to be stable. The user of the device was trained.